Event description:
It was reported that during advancement of the guide wire through the mini trek, the physician thought it felt gritty. This was the physician's first time using the ht progress wire. The target lesion was the left anterior descending (lad) artery that was a chronic total occlusion (cto). The wire was in the ostium of the lad, but had not crossed the lesion yet as the balloon was used to help stabilize the wire to push through the cto. After the physician felt the grittiness, he decided to remove the wire and balloon together as a single unit. There was no difficulty removing the devices, but he wanted to send them back to abbott together. After a second ht progress and mini trek were inserted into the anatomy, the physician felt the same thing, but realized this is how the device normally feels because of the tip coils on the ht progress that do not contain hydrophylic coating. The procedure was completed with the second wire and balloon without further incident. There were no adverse patient effects. There was no additional information provided. Device evaluation found a torn shaft on the mini trek.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported resistance with the guide wire was confirmed. Based on visual inspection, functional testing, dimensional measurements of the returned device, there is no indication of a product deficiency. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.